Manufacturer narrative:
(B)(4). This complaint for a check supply line alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. The root cause was switching bags while connected. The label review found the labeling adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding a check supply line alarm that appeared on the homechoice (hc) unit during use. The technical service representative (tsr) assisted the home patient (hp) to bypass machine to dwell 5/5, as final bag is the only bag with fluid. Hp then said she had replaced final bag prior to calling. The tsr helped caller end therapy. Hp will call the nurse regarding switching bags while connected, possible sterility issue and any missed therapy. Product surveillance spoke with the nurse on (B)(4) 2011 regarding the reported problem. The nurse stated that she saw the patient on friday ((B)(6) 2011) and that she told them about this incident. They re-trained the patient on proper technique. Per the nurse, the patient had no injury as a result of the use error and was able to perform therapy fine without further complications. No injury or medical intervention was reported.